Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During transeptal procedure, a pericardial effusion occurred which resolved on its own without intervention. The physician reported that the foramen ovale felt elastic and he had doubts while using the needle, so a transesophageal ultrasound was requested. An echocardiogram was done which revealed a pericardial effusion. No patient symptoms were noted. The physician thinks too much force was exerted on the foramen ovale when performing the transeptal which led to him going in the pericardium and causing the effusion. There were no performance issues with the brk needle.